Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. It was also noticed that there was a clearly audible noise due to leakage in the system. During troubleshooting, several parts, such as the o2 gas module, nozzle units, control printed circuit board (pcb), expiratory channel pcb, filters, and membranes, were replaced and switched to a reference, which did not resolve the issue completely. The only thing that was resolved was the audible leakage, which was fixed by replacing the o2 gas module. However, it was then noticed that after the replacement of the o2 gas module, several puc tests, such as the o2 sensor test, flow transducer test, and pressure transducer test, were now failing. After finally replacing the air gas module, the reported issue was resolved. The device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirms the reported issue with the failed internal leakage test, as well as the failed puc tests after replacing the o2 gas module. The air gas module was returned for further investigation. Visual inspection of the returned air gas module revealed no abnormalities. The part was then placed into a reference ventilator for simulated use testing. During this testing, puc was performed and failed the internal leakage test, the pressure transducer test, the o2 sensor test, and the flow transducer test. During ventilation, the device generated several alarms, including high respiratory rate, low expiratory minute volume, and high o2 concentration. The air gas module was further investigated by placing it in a test system. According to the test system, it was not possible to start and perform the test properly because the +5v did not reach the desired value. Component analysis of one of the pcbs inside the gas module was performed and compared to a reference gas module. It was found that one resistor, r38, measured 367 kohm instead of 475 kohm. The component causing the resistor to measure a lower value was not identified. The conclusion is that the device failed to meet its specifications due to a component failure on one of the pcbs inside the air gas module.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).